Event description:
It was reported that balloon ruptured occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified left circumflex artery. A 1.50mm x 15mm emerge balloon catheter was advanced for dilatation. The balloon was inflated two times at 6 and 12 atmospheres respectively. However, during the third inflation at 15 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.